Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced issues with 6 or 7 sensors. It was stated that one sensor came apart inside the serter; the needle came off completely from the sensor base. She also stated that the overlay tape starts lifting prematurely and the customer has been experiencing irritation at his sensor sites. The customer might be allergic to the tape because he starts to develop a rash after a few days. She described it as looking similar to a burn and bumpy in texture and it takes weeks for the skin to heal completely. Additional taping methods were discussed and they agreed to talk to the doctor about it. Mother declined transfer to the helpline.